Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer's reservoir came apart. The customer stated there was a top part missing. The customer was unable to verify what the top part was. Customer's blood glucose was unknown. No additional information provided.